Event description:
It was reported that the patient presented to the emergency room when an alert triggered. Interrogation revealed the right ventricular (rv) lead had high impedance on the superior vena cava (svc) coil. Arm maneuvers produced varying measurements. It was also reported that the rv lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.